Event description:
Patient had lifeport vascular access system implanted on 10/15/91. The device apparently functioned properly until 2/28/92. On 2/28/92 x-ray revealed that the distal tip of the catheter was seperated from the proximal portion approximately 6 cm beyound the infusaport hub. On thei date the patient was taken to the catherization lab, where the distal portion was retreived from the right atrium and superior vena cava. On 3/2/92 the remainder of the implanted device was surgically removeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.